Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. Additional information received from (B)(6): event date (B)(6) 2010. Primary: (B)(6) 2010. Moderately (B)(6) patient who has lost (B)(6) preop. Has reflux problems and has previously been pp1-addicted but during the low-calorie diet has been without symptoms for a few days. Gastroscopy shows a minor hernia and the sleeve has been accepted in accordance with the patient's wishes. Check in. General anesthesia. Antibiotic prophylaxis. Marcainadrenaline in port holes. Kapnoperitoneum via verres cannula and 10 mm scanexport just above the umbilicus. The abdominal cavity is inspected briefly without remark, no major defect in the hiatus. Additional usual gate placement and nathanson's retractor to keep away the left liver lobe. Measures about 4.5 cm from the pylorus and divides the gastrocolic ligament with ultrasonic dissector along the curvatura major all the way up to the left ¿krus¿. Hemostasis control, then staples along curvatura mines over a 35 ch tube with a total of 1 green and 4 blue 60 mm cartridges. Lateralizes 2 cm from the left ¿krus¿. Leak check without remark. The ventricular specimen is removed via the lateral left trocar hole, cut, macroscopically without remark, discarded. Pulls trocars under eye control. Closes the skin with a skin stapler. Re-op on (B)(6) 2010. Patient who underwent surgery with uncomplicated sleeve resection yesterday afternoon. Felt well in the evening but during the night developed pain and fainted in the morning. When the surgeon saw the patient around (B)(6) 2005, he was not noticeably pale and had a heart rate of 75-80. But so severe abdominal pain that he could not lie on his back. Reported to acute reoperation on suspicion of intra-abdominal bleeding. Procedure: removes all staples and insuffles via optical port where the sleeve is removed. Usual port placement. Judges that it is relatively moderate with blood in the upper abdomen, but you see larger amounts of free flowing in the small pelvis. With alternating 5- and 1omm suction and flushing, we can highlight the sleeve and examine the staple row and ascertain no ongoing bleeding. There are a lot of clots that must be lifted down from this field so that we can inspect the gastrocolic ligament. We also look at the trocar holes but cannot see any signs of bleeding from there. Apply compresses along the sleeve and proceed to flush and suck cleanly in the small pelvis by tipping the patient with the head down and lying to the right. We then take a break to check circulation for 10 minutes. The patient is stable and has an arterial pressure of 130. We cannot see any ongoing bleeding, which is why we insert an 18 french drainage along the sleeve with an exit in the left flank. Suturing of this. Ends the procedure and closes the skin with staples in all incisions. Premed: alvedon, celebra, oxycontin, and postafen. Anestesiinduktion: propofol, rapifen, esmeron, betapred, oxynorm, and dridol.. Intrarop: sevofluran and ultiva. Postop: oxynorm, oxycontin, alvedon, and ev toradol catapressan vid behov. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Did the patient have chemotherapy or radiation?

Event description:
It was reported that after a sleeve gastrectomy they had to re-operate the patient due to bleedings (probably from the staple line according to the surgeons).

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. Additional information received from (B)(6): event date (B)(6) 2010. Primary: (B)(6) 2010. Moderately (B)(6) patient who has lost (B)(6) preop. Has reflux problems and has previously been pp1-addicted but during the low-calorie diet has been without symptoms for a few days. Gastroscopy shows a minor hernia and the sleeve has been accepted in accordance with the patient's wishes. Check in. General anesthesia. Antibiotic prophylaxis. Marcainadrenaline in port holes. Kapnoperitoneum via verres cannula and 10 mm scanexport just above the umbilicus. The abdominal cavity is inspected briefly without remark, no major defect in the hiatus. Additional usual gate placement and nathanson's retractor to keep away the left liver lobe. Measures about 4.5 cm from the pylorus and divides the gastrocolic ligament with ultrasonic dissector along the curvatura major all the way up to the left ¿krus¿. Hemostasis control, then staples along curvatura mines over a 35 ch tube with a total of 1 green and 4 blue 60 mm cartridges. Lateralizes 2 cm from the left ¿krus¿. Leak check without remark. The ventricular specimen is removed via the lateral left trocar hole, cut, macroscopically without remark, discarded. Pulls trocars under eye control. Closes the skin with a skin stapler. Re-op on (B)(6) 2010. Patient who underwent surgery with uncomplicated sleeve resection yesterday afternoon. Felt well in the evening but during the night developed pain and fainted in the morning. When the surgeon saw the patient around (B)(6) 2005, he was not noticeably pale and had a heart rate of 75-80. But so severe abdominal pain that he could not lie on his back. Reported to acute reoperation on suspicion of intra-abdominal bleeding. Procedure: removes all staples and insuffles via optical port where the sleeve is removed. Usual port placement. Judges that it is relatively moderate with blood in the upper abdomen, but you see larger amounts of free flowing in the small pelvis. With alternating 5- and 1omm suction and flushing, we can highlight the sleeve and examine the staple row and ascertain no ongoing bleeding. There are a lot of clots that must be lifted down from this field so that we can inspect the gastrocolic ligament. We also look at the trocar holes but cannot see any signs of bleeding from there. Apply compresses along the sleeve and proceed to flush and suck cleanly in the small pelvis by tipping the patient with the head down and lying to the right. We then take a break to check circulation for 10 minutes. The patient is stable and has an arterial pressure of 130. We cannot see any ongoing bleeding, which is why we insert an 18 french drainage along the sleeve with an exit in the left flank. Suturing of this. Ends the procedure and closes the skin with staples in all incisions. Premed: alvedon, celebra, oxycontin, and postafen. Anestesiinduktion: propofol, rapifen, esmeron, betapred, oxynorm, and dridol.. Intrarop: sevofluran and ultiva. Postop: oxynorm, oxycontin, alvedon, and ev toradol catapressan vid behov. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Did the patient have chemotherapy or radiation?

Event description:
It was reported that after a sleeve gastrectomy they had to re-operate the patient due to bleedings (probably from the staple line according to the surgeons).